Event description:
A capsule endoscopy was to be performed on a pt, this requires a data recorder and a receiver and a camera pill. Upon completion of the study, I was unable to download the data recorder to view the video. A failure of the pillcam was suspected. No data was captured.